Event description:
It was reported the event occurred in the emergency room. The insertion site was the internal jugular vein. Upon insertion of the swg into the ars, the user felt resistance near the junction of the needle and syringe, but was able to advance into the vessel. As the user inserted the dilator, and tried to remove the dilator, the dilator stuck on the swg. The user removed the dilator together with the swg, but a hematoma was found in the chest cavity. The hematoma was removed using a trocar. As a result, the user changed the insertion site to the peripheral vein using a new kit.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.